Event description:
In 2004 - pt presented with an abdominal aortic aneurysm and was successfully treated with gore excluder bifurcated endoprosthesis devices. Approx five months post op the pt returned to the ER experiencing constant periumbilical pain. Review of the CT scan revealed a type ii endolek from the lumbar and inferior mesenteric artery. The gore excluder bifurcated endoprosthesis devices were explanted and a bifurcation graft was used to resolve the aneurysm. Pt tolerated the procedure well.